Event description:
The customer reported via phone call that the senor was not communicating properly with the transmitter. Customer also reported receiving lost sensor alerts. During troubleshooting, the customer confirmed that the sensor cannula was missing. Blood glucose level at the time of the call was 226 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.